Manufacturer narrative:
Received one device. Customer complaint of, under-infusing confirmed, confirmed through, delivery accuracy test. Due to the manufacture date of the pump being older than 10 years, parts are no longer available. Unit is beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was under-infusing. There was no patient involvement.